Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k230855. E1: initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the tube pushes off the needle during blood collection and when punctured again, the tube pressure becomes insufficient causing underfill. No patient impact reported.

Manufacturer narrative:
Investigation summary : catalog number: 367983. Batch number: 3194566. Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing to a draw test for low, no draw and tubes experiencing push offs, and no issues were observed relating to underfill and tubes push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill and tubes push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the tube pushes off the needle during blood collection and when punctured again, the tube pressure becomes insufficient causing underfill. No patient impact reported.